Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained. A repeat test was performed using a pcr test method, the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua # (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained. A repeat test was performed using a pcr test method, the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact.eua # (B)(6).

Manufacturer narrative:
The following fields have been updated with additional and changed information: d.3. Medical device manufacturer: (B)(4). D.4. Medical device lot #: 0230776 d.4. Medical device expiration date: 2021-02-04 g.2 manufacturing location: (B)(4). H.4. Device manufacture date: 2020-08-17

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained. A repeat test was performed using a pcr test method, the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
Eua#: (B)(4). H6: investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Retain samples were tested for batch #: 0230776. The defect could not be replicated and therefore the complaint could not be confirmed. A device history review was conducted for lot number 0230776. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1878253) is already initiated to investigate the root cause and some mitigation actions are already being addressed.